Event description:
It was reported the cot dropped while transporting an intubated patient. The patient was not injured as a result of the drop. The emt sustained a knee injury in an attempt to catch the cot; they were forced to temporarily stop work as a result of the injury. The emt was treated with a splint and analgesics. A 1 hour delay in transportation to the hospital due to the event was reported; no adverse consequences were reported to be related to the delay.

Manufacturer narrative:
A stryker representative contacted the account who advised that the cot collapsed during use, resulting in a knee and back injury to the caregiver. The caregiver missed 15 days of work, and likely required medical intervention; however, no details about this intervention were provided and it was not confirmed. A visual and functional inspection was performed by a stryker field service technician; through inspection the technician did not observe any defects/malfunctions that would cause the cot to collapse. While unable to confirm, it is likely the cot collapsed due to user error. The service technician reminded the account of proper loading procedures, and the account returned the device to use.

Event description:
It was reported the cot dropped while transporting an intubated patient. The patient was not injured as a result of the drop. The emt sustained a knee injury in an attempt to catch the cot; they were forced to temporarily stop work as a result of the injury. The emt was treated with a splint and analgesics. A 1 hour delay in transportation to the hospital due to the event was reported; no adverse consequences were reported to be related to the delay.